Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of unexpected restart and external ram crc error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she changed the battery and had to re-enter the time and date again. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump gave an unexpected restart alarm after a battery change and reset the time/date to factory default due to a voltage leak at the interface board. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected low battery or external ram crc alarms noted. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.